Event description:
It was reported that, after a right tka surgery performed on (B)(6) 2008 and a revision surgery performed on (B)(6) 2022, were a legion knee system was implanted, the patient experienced a crepitus status post knee replacement. This adverse event was treated by an arthroscopy knee synovectomy on (B)(6) 2023. Components were found in good position, but there was significant patellofemoral crepitus. No evidence of crepitus was found at the end of the surgery. Patient's current health status is unknown. No further information available.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Manufacturer narrative:
H3, h6: given the nature of the alleged incident, the device could not be returned for evaluation; therefore, a device analysis could not be performed. Device specific identifiers were not provided. Therefore, an evaluation of the manufacturing records, complaint history review, risk management file and prior actions review could not be performed. However, a review of the instructions for use documents for knee systems revealed that postoperative patient care and directions and warnings to patients by physicians are extremely important. Protected weight bearing with external support is recommended for a period of time to allow healing. Normal daily activity may be resumed at the physician¿s direction. Use extreme care in patient handling. Postoperative therapy should be structured to prevent excessive loading of the operative knee. Periodic, long-term follow-up is recommended to monitor the position and state of the prosthetic components, as well as the condition of the adjoining bone. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include abnormal motion over time and/or traumatic injury. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.